Event description:
It was reported that the pt went to the operating room for a catheter revision due to a kink or occlusion. No pt symptoms were reported. Upon interrogating the pump, it was noted that the pump had been in stopped pump mode for 1092 hours; an attention dialogue box indicated that the stopped pump period may exceed tube set. It is uncertain if the hcp had programmed the pump to off or intended to change it to minimum rate pending the catheter revision. The catheter was replaced with another catheter. A dye study was performed after replacement and no issues were noted. The drug was replaced and the pump was reprogrammed. Add'l info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results: used for catheter.